Manufacturer narrative:
B5: describe event or problem: updated, d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter first name: updated. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the events of catheter being difficult or unable to irrigate and luer damage are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported difficult to irrigate and a luer kink occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. The catheter was prepared. The method of irrigation was full drip using a pressure bag. After insertion of the catheter into the body, it was discovered that the perfusion part was kinked. Upon further discussion, it was found that there was resistance when flushing the perfusion lumen during the preparation stage. Irrigation was not interrupted or stopped during the procedure. The catheter was replaced and procedure was completed. No patient complications were reported. It was further confirmed that irrigation flow was insufficient after insertion in the body.

Event description:
It was reported difficult to irrigate and a luer kink occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. The catheter was prepared. The method of irrigation was full drip using a pressure bag. After insertion of the catheter into the body, it was discovered that the perfusion part was kinked. Upon further discussion, it was found that there was resistance when flushing the perfusion lumen during the preparation stage. Irrigation was not interrupted or stopped during the procedure. The catheter was replaced and procedure was completed. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.